Manufacturer narrative:
Product ID: mc1vr01us, product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. (B)(4). Product ID: mc1vr01-delsys product event summary: the partial delivery system was returned with the device not attached to the system. Returned product analysis was performed and no anomalies were found. The analyst noted that the delivery system was returned with the device loose, not attached to the delivery system via the tether line. Observation of the handle found the tether lock button in the ¿locked¿ position but the tether line and tether retaining pin were missing. Device deployment, device recapture and articulation curve could not be evaluated due to the device already deployed and no longer connected to the missing tether line and tether pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys product event summary: the partial delivery system was returned with the device not attached to the system. Returned product analysis was performed and no anomalies were found. The analyst noted that the delivery system was returned with the device loose, not attached to the delivery system via the tether line. Observation of the handle found the tether lock button in the ¿locked¿ position but the tether line and tether retaining pin were missing. Device deployment, device recapture and articulation curve could not be evaluated due to the device already deployed and no longer connected to the missing tether line and tether pin. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the deployment of the leadless implantable pulse generator (ipg) the patient was in atrial fibrillation (af) with rapid ventricular response (rvr). The tether was cut and removed with no apparent issues. An irrigated ablation catheter was used for an av node ablation. A catheter was used for backup pacing in case of an emergency. Upon ablation of the av node, capture was lost with the ipg. It was decided that the thresholds were rate dependent and the leadless ipg needed to be removed. The catheter and a snare were used in attempt to get the ipg back in the cup without success. A larger catheter and a tulip snare was used along with another loop snare to successfully retrieve the ipg. A transvenous system was then implanted. No further patient complications have been reported as a result of this event.